Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-33, lot# va0yuwe, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator fecal incontinence and gastrointestinal/pelvic floor. It was reported the circumstances that led to the loss of therapy was the patient feeling bloated and moving bowels too often. The steps taken to resolve the issue were they raised the program at the healthcare provider (hcp) office with the manufacturer representative (rep) to #5. The patient reported the issue was resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient met with the manufacturer representative on (B)(6) 2015 and they changed to program 3. The patient was doing better now and still had a sticky feeling on the left side of the vagina. It was now and then and came and went, but was no problem. The patient had a loss or change of therapy in (B)(6) 2015. The patient had diarrhea all week and was not getting relief from therapy. The patient was on program 3 at 1.5v and wanted to know if they could adjust the setting. The patient's therapy was on.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that she constantly had to move her bowels every 15-20 minutes all day long. The patient was on program 2 and she increased the amplitude to 1.6v. She went as high as 1.8v but she felt an uncomfortable needle sensation at 1.8v and decreased back down to a comfortable level at 1.6v. It was noted that the health care professional told the patient to take (B)(6) starting at a teaspoon and the patient increased the amount from there.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0yuwe, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that they had experienced loss of bowel control. There were no trauma/falls reported that could be related to this issue. Stim issue reported was noted as being related to positional movement. The patient felt a sticking feeling on left side of vagina in certain positions since implant. The patient increased stim. The patient will follow up to find out if these issues are related to ibs (irritable bowel syndrome) or device issue. Symptoms reported were: mucus in stool (ins {implantable neurostimulator} related), 2 instances of loss of bowels, stomach aches. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. The patient also stated she was getting good therapy control when asked. Indications for use were noted as: gastrointestinal/pelvic floor and fecal incontinence. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.